Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an idiopathic ventricular tachycardia procedure, it was reported that the carto 3 system displayed an error message ¿current leakage¿ when the thermocool sf nav bi-directional catheter was plugged into the patient interface unit (piu). Troubleshooting was performed without resolution of the issue. The ablation catheter was replaced and the issue was resolved. The procedure was completed successfully with no patient consequences. On march 8th, received additional information requested from bwi representative stating that the signal loss occur on all channels and on both carto and ep recording systems at the same time. The physician was not able to interpret them and lost the ability to see the patient heart rhythm. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that the carto 3 system displayed an error message "current leakage" when the thermocool sf nav bi-directional catheter was plugged into the patient interface unit (piu). Troubleshooting was performed: removed catheters from the front of the piu and rebooted the piu; each catheter was then connected and the error returned when the ablation catheter was plugged into the piu. The ablation cable was replaced without resolution of the issue. The ablation catheter was replaced and the issue was resolved. The procedure was completed successfully with no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the signal loss occur on all channels and on both carto and ep recording systems at the same time. The physician was not able to interpret them and lost the ability to see the patient heart rhythm. Based on the additional information received, this complaint was determined to be reportable. Awareness date changed from (B)(6) to (B)(6) of 2014